Event description:
Event description cpi received information that this endotak transvenous defibrillation lead and this bipolar lead were both explanted. The leads were removed due to breaks behind the is-1 terminal pins, also they appeared to be bent. Both leads were replaced.